Event description:
The facility reported that as the resident was being transferred from the wheelchair to the bed, the carry bar detached and dropped her on the bed. No injuries were reported. (B) (4)